Manufacturer narrative:
This report is being supplemented to provide additional information based on endoscope support specialist (ess) feedback from the feild. On (B)(6) 2023, the ess returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently uses a non-olympus scope buddy. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) section which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 ¿manual cleaning¿ - equipment needed olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date the device has not returned to olympus for the reported event ¿customer unaware that they ran out of the proper balloon channel brush.¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during in-service that they did not have the proper balloon channel brush for the evis exera ii ultrasound gastrovideoscope proper reprocessing for therapeutic procedure. There was no report of patient harm or user injury associated with this event.